Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 2.1 failed to open. The customer attempted troubleshooting by rebooting the station, however the drawer continued to fail, and the issue persisted. The customer stated that they had to access the medications from another pyxis station or pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-dec-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there were no issues in drawer. A field service engineer opened and closed drawer without any issues and had pharmacist verify the functionality. The system functioned as intended when the field service engineer checked the device.